Event description:
A nurse reported that during a combined cataract / intraocular lens / vitrectomy procedure, a system message was displayed. They attempted to troubleshoot by revising the irrigation/aspiration lines, the system was re-primed, and the cassette was exchanged, but these actions did not clear the message. The case was converted to an extracapsular cataract extraction (ecce). No pt harm was reported.

Manufacturer narrative:
The company representative examined the system and replaced the irrigation pressor sensor (ips) load cell. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).